Manufacturer narrative:
According to available information, this lead was successfully repositioned and remains in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that four days post implant, this lead displayed loss of capture. A revision procedure was performed. This lead was successfully repositioned. Post revision, all measurements were within normal measurements. No adverse patient effects were reported.